Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6 and h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "failure to tighten the cap during sterilization" was caused by a mishandling by customer. The event can be detected/prevented by following the instructions for use which state: [chapter 6 compatible reprocessing methods and chemical agents] caution attach the eto cap before sterilizing with ethylene oxide gas. If the eto cap is not attached on the endoscope during sterilization, the vacuum created within the sterilization chamber can rupture the covering rubber of the bending section. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the hysterofiberscope was insufficiently reprocessed by failing to tighten the cap during sterilization. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.